Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up or inspection for a procedure, the foot control assembly was not working, it was unrecognizable in shaver, and it had a bad port. The procedure was successfully completed without delay using a back-up device. No patient involved at the moment of the incident. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Visual inspection observed a rusted base and chassis and the cable connector gold lockring is pulled from the unit causing the connector to be stuck flared open. Functional evaluation revealed the unit cannot be tested due to the damaged cable connector. The complaint was verified and is associated with unintended use of the device. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include damage sustained to the device, which could have been caused by running over with another portable object/machine, being stepped on or being dropped.